Event description:
During a robotic assisted mitral valve repair surgery, the robotic instrument arm which holds the left atrial retractor had an error code and was no longer usable. The patient was on the heart lung machine at this time and the heart had already been opened. The robotic instrument was removed, the arm moved out of the way, and a manual atrial retractor system was used instead. The patient spent additional time on the heart lung machine due to this issue. At this time, the patient is doing fine. What is significant is that this arm had malfunctioned prior to this surgery and the intuitive technician had calibrated and repaired the robot and returned it to service. This was the first surgery since the repair and the arm malfunctioned.